Manufacturer narrative:
No button response due to flattened dome switches on bolus express button and esc button. The insulin pump had scratched display window and case noted during testing.

Event description:
It was reported via phone call that the esc button was unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.